Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. The unit was powered on while docked onto a known good ptdc with a known good circuit and a known good lung connected. The unit powered on and boot up with no abnormalities. The unit passed 109.7 hours of extended bench testing, passed the initial alarm volume test, but failed initial final test with non-conformance at measured sp02 due to burnt pins located on u302 of the main board. Carefusion replaced the main board and the transition battery to address the reported issues.

Event description:
It was reported by the customer that the unit is getting tbatt fault errors, while in service, it was discovered that the unit had burnt components. This reported issue was discovered while in service, therefore, there was no patient involvement.